Manufacturer narrative:
D10 concomitant products: unknown endo gi - unknown endo gia instrument, serial# unknown unk-egiaadapter - unknown egia adapter, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when the 1st reload was used, there was poor staple formation and the stapling did not go until the end of the load. There was no patient injury.

Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle (serial (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial (B)(6)) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts staples protruding at the 1.5mm cutline, pushers at the 2mm cut line and malformed staples at the proximal end of the jaws. It was reported that the device had partial firing and staple formation issue. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when the 1st reload was used, there was poor staple formation and the stapling did not go until the end of the load. Another reload was used to resolve the issue.